Event description:
It was reported that approx. 1 month after implantation the homemonitoring transmissions showed shock impedance too low (less than 25 ohms). The follow-up measurements were in range and x-rays gave no suspicion of failure. Afterwards the shock impedance messages happened again and it was decided to explant the lead and the device.

Manufacturer narrative:
The lead and the ICD were received and analyzed. The memory content of the ICD was inspected, confirming the clinical observation. Two values of the shock impedance were out of range in the low limit on (B)(6) 2020. No further peculiarities were observed. In a next step, a sensing test was performed and the ICD sensed the attached heart signals free of noise. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Furthermore the impedance measurement functions of the ICD were tested and showed no anomalies. Therefore, the header of the ICD was analyzed in detail. No anomalies were present. The header was free of damages. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bent df4 connector pin was observed. The subsequent root cause analysis indicated that mechanical forces applied during the surgery should be taken into consideration. Damages like the deformed rv shock coil most likely occurred during the extraction procedure due to tensile stress. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The values of the parameters measured during the electrical analysis were within the technical specifications. The quality documents accompanying the manufacturing processes for ICD and lead were re-investigated and all production steps were performed accordingly. Particularly the final acceptance tests proved the functions of both devices to be as specified. In conclusion, the ICD proved to be fully functional. There was no indication of an ICD or lead malfunction. The analysis did not show any deviations that might have led to the clinical observation.